Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation showed the patient's right ventricular (rv) lead was failing to capture and had decreased r-wave sensing. The physician suspected the lead was dislodged. The lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events of r-wave amp variation and failure to capture were not confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found the helix clogged with blood/tissue, extended, stretched, and bent consistent with procedural damage. No other anomalies were detected.